Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was struggling with diarrhea after they were implanted. At the time of the report, they were struggling with constipation. They clarified and said that, for a few months after they were implanted, they had loose stools and accidents. However, they knew the machine was doing what it was supposed to do because they weren't having as many accidents. They went back and forth struggling with diarrhea and constipation. The constipation was described as a feeling like they had to have a bowel movement all the time, which caused stomach pain radiating to the arthritis in their back and adding back pain. They were afraid they would get impacted so they took milk of magnesia, benefiber, and stool softeners. Their implanted neurostimulator (ins) was in a weird place and they could never find it so their spouse helped them use the patient programmer (pp). They helped the patient tweak the settings and they kept going back and forth, their symptoms changing from diarrhea to constipation. Their last bowel movement was the thursday prior to the report and it was loose and happened about four times that day. They were constipated since then. The day of the report was a bad and uncomfortable day with pain from the constipation. They were going to follow-up with a healthcare professional (hcp) to discuss the symptoms and medications. There were no further complications reported or anticipated.